Event description:
Following a knee procedure, catheter broke upon removal. An additional procedure was done to remove the catheter.

Manufacturer narrative:
H6: device was not returned for evaluation.